Event description:
Additional information reported the lead was explanted in 2012. It was noted the patient¿s ins remained implanted at that time. Further additional information stated that high impedances were measured prior to explant of the lead. It was additionally stated the patient¿s ¿therapy was not effective¿ at that time. It was reported the physician ¿decided to disconnect the lead from the ins¿ and opted to not explant the ins ¿to avoid any risk for the patient related to the surgery.¿ it was noted that at the time of follow-up the patient had new leads implanted and was ¿receiving an effective stimulation¿ with the ins.

Manufacturer narrative:
Patient programmer model unk serial #unk.

Event description:
It was reported that felt a loss of stimulation sensation. The patient was able to communicate with the implanted neurostimulator (ins) using their programmer where it was noted that the device was working with a battery level of 75% but was still unable to feel the stimulation. However, when the patient tried to use her recharger (with antenna) they were unable to communicate with the ins. A few seconds later, they observed a message of "move your antenna trying to find another position." On (B)(6) 2011, the patient visited with her physician at which time the patient programmer was able to communicate with the ins. To confirm the ins status, it was interrogated with the clinician programmer by changing the programs and groups of the device but the patient was still unable to feel the stimulation. The manufacturer representative was present during the visit and provided a new recharger unit. Use of the new recharger did not resolve the issue and continued to get the message of "move your antenna trying to find another position." Impedance measurements taken showed values of "xxx." The ins was reset with a physician mode recharge procedure and, after a few minutes, communication was restored. Further interrogation of the ins showed it to be turned off. The ins was then turned back on and the patient again felt the parasthesia. Impedance measurements were then taken and gave acceptable values. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the impedance issue that was solved with the physician recharge mode was attributed to a "lock-up" condition of the implantable neurostimulator (ins).